Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 2120's speaker was not operating at full sound. No adverse patient effects were reported.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . The complaint of speaker not operating in full sound was validated and confirmed during testing. During testing this was discovered front speaker was very low to no sound than the bottom speaker. The cause was isolated to front piezo which was replaced. Device was in good overall good condition. Device passed all functional testing and ready for service.

Event description:
Investigation has been completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120. Summary in h -10.